Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. It was found there was no network connection to iport pleora, a new iport pleora was ordered. Upon replacing iport pleora, system boots into normal mode. System tested and put back into use. Pleora was sent back to manufacturer for evaluation. Confirmed reported problem "pleora gets power but never gets network connection, no lights on network connector. The system will not boot past stand alone mode. The remote desktop show frame grabber not ready the green led's to the lan connector are not lit (power led is lit and green.) Faulty pleora. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that the system will not boot past stand alone mode. The remote desktop show frame grabber not ready. There was no patient present when this issue was identified.